Event description:
A call came into technical support from a biomed tech in the clinic requesting field service evaluation for this device after flames were noted coming from the back of the machine in the top right corner where the power supply is located. He denied machine alarms. This occured while a patient was dialyzing on the machine. He reported the fire was extinguished, the patient was removed safely, and the building was evacuated as a precaution. The local fire dept responded. F/u was done with the dialysis facility's charge registered nurse. According to the nurse, the machine passed all pre-treatment tests prior to the event which occurred "several hours" into the patient's treatment. She reports a patient who was dialyzing on an adjacent machine, smelled a burning smell and saw smoke. Very shortly thereafter, flames were noted. The nurse states she pulled the machine's electric cord from the wall, extinguished the flames with a fire extinguisher, and removed the patient from the machine. She did not return the patient's blood. Estimated blood loss was approx 300 m and the patient did not require medical intervention. This event occurred at the end of the patient's treatment during the shift changeover. There were approx 8 patients dialyzing at the time. Their treatments were interrupted and blood returned prior to evacuating the treatment area. The rn reports the fire dept arrived and removed the back of the machine to be sure the fire extinguished. Patient treatments were delayed approx 2 hours, however all patients received their treatments. The machine was removed from the treatment room floor after the event.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. A fresenius field service tech evaluated the device after the event. He noted fire and smoke damage tot he power supply and cabinet. The extinguisher chemical was present throughout the device making it impossible to power on the device for evaluation to do functional checks and software identification. The last preventative maintenance log along with the last unscheduled service record has been received and is being evaluated. The power supply was returned to the manufacturer for analysis and the plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of the investigation.